Event description:
Filter was placed prophylactically in a bariatric pt having gastric bypass surgery. Initially a tulip filter was placed and because the tulip filter tilted twice, this filter was removed and the g2 filter was placed from the jugular approach. Filter was perfectly straight upon deployment as seen in a post-cavagram. A CT venogram was performed two months after implant, prior to the planned removal of the g2 filter. It showed the filter to be tilted anterior and laterally, with the apex embedded in the cava wall. Two legs were clearly outside of the cava wall posterior and laterally, directly next to the aorta. No extravasation was noted. A super stiff wire and a tip-deflecting wire coul not be advanced directly next to the apex of the filter. The removal cone could not be advanced to the apex of the filter as the physciain felt positive the apex was embedded into the cava wall completely. The doctor tried going from the femoral approach with a catheter, a tip deflection wire, and a balloon inflated trying to get the apex off the side wall of the cava with no success. Three bard retrieval cones were utilized without success for a retrieval. Filter was left in the patient and after the retrieval attempts, one of the arms is facing upward and laterally over the apex of the filter. Doctor is going to determine if the will be re-attempted or if the filter will be left in permanently.